Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 23-oct-2023. H.6. Investigation summary: the customer issued a complaint for discoloration and stain detected in optical inspection of customer. 10 samples and photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. This complaint is registered in bd complaint system and trend analysis will be performed. Discoloration: based on experience, this yellow discoloration is originated from (B)(4) (supplier). As the rate is within aql, we can not forward this complaint to supplier for further action. Dot/stain: phenomenon is visible, however it does not affect label readability criteria. No other criteria could be associated. These samples are conform. Based on the investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by the customer. The reported condition, has been confirmed to be within the specified acceptable quality level (aql¿s) defined in the applicable specification.

Event description:
It was reported that 158 of the bd ultrasafe plus¿ passive needle guard had foreign matter. The following was received from the initial reporter: during optical inspection of customer tremfya 1x100mg usafepl. Bulk japan syringes two unknown defects were identified: (1) the defect comprised faint yellow-colored finger flange - 33 units. (2) the defect comprised a single opaque dot on the inner side of the ultrasafe device at the level of the stopper - 158 units. The defects were located on the ultrasafe devices exclusively and were further identified as purely cosmetic defects that do neither impact quality nor functionality of the product. It was not possible to remove the cosmetic defects by wiping them off and gave appearance as material issue. The affected units were rejected and got sorted out.

Event description:
It was reproted that that 158 of the bd ultrasafe plus¿ passive needle guard had foreign matter. The following was received fromt the initial reporter: during optical inspection of customer tremfya 1x100mg usafepl. Bulk japan syringes two unknown defects were identified: (1) the defect comprised faint yellow-colored finger flange - 33 units. (2) the defect comprised a single opaque dot on the inner side of the ultrasafe device at the level of the stopper - 158 units. The defects were located on the ultrasafe devices exclusively and were further identified as purely cosmetic defects that do neither impact quality nor functionality of the product. It was not possible to remove the cosmetic defects by wiping them off and gave appearance as material issue. The affected units were rejected and got sorted out.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Manufacturer narrative:
Investigation summary photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that 158 of the bd ultrasafe plus¿ passive needle guard had foreign matter. The following was received from the initial reporter: during optical inspection of customer tremfya 1x100mg usafepl. Bulk japan syringes two unknown defects were identified: (1) the defect comprised faint yellow-colored finger flange - (B)(4) units (2) the defect comprised a single opaque dot on the inner side of the ultrasafe device at the level of the stopper - (B)(4) units the defects were located on the ultrasafe devices exclusively and were further identified as purely cosmetic defects that do neither impact quality nor functionality of the product. It was not possible to remove the cosmetic defects by wiping them off and gave appearance as material issue. The affected units were rejected and got sorted out.